Event description:
This lead was explanted and replaced due to twiddler's syndrome. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. Further analysis of the lead revealed deformations of the fixation helix which occurred most likely during the surgery. Furthermore the presence of coagulated blood along the inner coil of the lead was observed. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, he distal part of the lead was partly pulled out of the ring electrode, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.